Event description:
The user facility reported that a patient was burned while connected to the device.

Manufacturer narrative:
(B)(4). The user facility reported that a patient was burned while connected to the device. The user facility claimed that the patient sustained burn marks at the spo2 application area and that a reusable spo2 clip was being used. The spo2 clip was applied over the patient's pinky toe and was in place for roughly 1 hour and 15 minutes during MRI scanning. The user facility reported that, when the spo2 clip was removed from the patient's foot, a blister appeared. The blister was located on the bottom of the patient's foot, underneath the pinky toe and was described by the user facility as 1/2 of a dime in size. The user facility indicated that the patient received first aid care, which consisted of the application of a triple antibiotic ointment, and that no follow-up treatment was expected. The device manufacturer does not consider the application of a triple antibiotic ointment to be emergent care and, as such, is not considering this report to be a serious injury. The user facility also reported that, prior to MRI imaging, the spo2 clip was on the patient's other foot for a short period of time. Upon removal of the spo2 clip from the patient's other foot, a red area was noted on the bottom of the patient's foot as well (no blister). Since the red area was noted on the patient's other foot after removal of the spo2 clip and no MRI scanning had taken place, it is not believed at this time that the response the patient displayed was the result of a burn. The user facility has asked the device manufacturer to evaluate the wireless spo2 module and spo2 clip. Since this evaluation is currently on-going, we are reporting this incident in order to meet initial reporting deadlines.